Event description:
It was reported that log files were submitted for the patient who reported some kind of brief alarm on either (B)(6) 2025. They reported that the alarm happened so quickly that he was not able to determine what the alarm was for. The patient was seen in vad clinic (B)(6) 2025 and events were only able to be loaded as far as (B)(6) 2025. The site contact looked at his batteries and clips and noted that there were some dust and lint in his battery clips, so they wiped them down. They gave the patient a refresher regarding how to clean the battery and clip contacts for which they both verbalized understanding. The patient was entirely asymptomatic at the time of alarms. Additionally, after inspecting his equipment, it was noted that there was some green corrosion on the white and black power cords. The patient reports that they do not take full showers to bathe, but rather wipes down and is sure to keep device away from moisture and water. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed via customer submitted photos; however, the reported event of an unknown alarm between (B)(6) 2025 could not be confirmed. The system controller (B)(6) was not returned for further evaluation. Submitted log files were reviewed and did not reveal any issues or irregular events. Provided information indicated there was some dust and lint in the patient¿s battery clips, clips were cleaned, the patient was reeducated on maintaining equipment, and the patient was asymptomatic at the time of the alarms. Customer submitted photos from inspection of the controller revealed a green substance on the white and black power cords consistent with fluid ingress. It was stated the patient does not take full showers and keeps the controller away from moisture and water. A root cause of the reported events could not be determined off the information provided. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available online. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook, rev. A, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, rev. D, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller. The heartmate 3 lvas IFU, rev. D section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook, rev. A section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The heartmate 3 patient handbook, rev. A cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.